Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board battery was replaced. The boards in the backplane on the mainframe and at the ps2 power supply were reseated. The ps2 power supply was adjusted to 5.1 vdc at the fluoro functions board. The system nodes were flashed and the calibration files were reloaded. The interconnect cable was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an x-rays disabled error message and the stand by key for the c-arm intermittently was stuck in the off position. No pt injury was reported.